Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins need to be replaced - both sets.there was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. The j1 pin 7 was slightly bent on the returned battery pca. The available information is consistent with a malfunction of the battery pca. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted.

Manufacturer narrative:
.